Event description:
The following is based off a review of the patient's medical records which were provided to davol by the patient's attorney: (B)(6) 2005 - the patient was implanted with a ventralex hernia patch to repair a ventral abdominal hernia. On (B)(6) 2011 - the patient underwent laparoscopic lysis of adhesions, adhesions were taken down with no injury to the bowel. Once these were taken down, portions of the residual mesh from the previous surgery were exposed. Graspers were used to remove these pieces of visualized mesh. On (B)(6) 2012 - the patient underwent laparotomy with lysis of adhesions and removal of the ventralex patch due to a reported history of chronic abdominal pain right over the area of the ventralex patch. The attorney's report alleges pain, additional surgery, defective mesh.

Manufacturer narrative:
Inconclusive. Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure. The medical records indicate that the patient was treated for adhesions, which is a known possible adverse reaction listed in the IFU. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, this report will be updated.